Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and non-penumbra 6fr guide. During the procedure, the catrx kinked at the proximal shaft when introduced into the guide, and the physician experienced resistance. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same guide. There was no report of an adverse effect to the patient.